Manufacturer narrative:
Per internal review on 6-jan-2025, it was confirmed that with current available information, reported issue seems to be related to a transition/width compatibility between dilator and sheath tip. The h6 medical device problem code has been changed from defective device (a0203) to fitting problem (a1208). There were no issues to report for which the FDA-reporting criteria applies. As a result, the event is not reportable and no further reports will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician noted that the vizigo sheath was too large. The physician stated that the sheath and the dilator of the sheath are not flush with one another. No further details were provided regarding this stated issue. However, the sheath was exchanged and the issue was resolved. The case was continued. No patient consequences were reported.